Manufacturer narrative:
As of 11/06/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on 10/17/2023, the consumer stated that she used the product and caused blisters. On the completed cir received from the consumer on 10/17/2023, she states that she developed a large rash around the edges of the tape. The consumer noticed that the rash started to bleed. The consumer went to the dermatologist and was prescribed an ointment.